Event description:
Nursing reported device changed rate by itself. Biomed unable to duplicate. All information provided by hosptial is conflicting, reportedly happened at 7:30 pm, one report said 80 ml volume with cardizem was supposed to go in over 4 hours, another said the rate was supposed to be 5 ml/hr. At 8:00 nurse noted entire volume had infused. Reportedly drug dose calculation was used to infuse volume at 1.25 ml/hr, the nurse gave a bolus then the alarm went off and the rate went to 250 ml/hr. No untoward effect on patient, pt was given 500 cc fluid challenge and 2 amps of cacl.